Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead was partially undersensing ventricular fibrillation (vf). The patient presented to the hospital in cardiopulmonary arrest and was difficult to resuscitate, but the detailed course is unknown. It was assumed that the patient was in a state of a vf storm. Some vf events were treated but immediately reoccurred and vf was ultimately undersensed and judged to be non-sustained ventricular tachycardia events. Until then, the rv lead had functioned appropriately, and it is thought that at least the rv lead did not hasten death. It was further noted that the patient experienced ventricular tachycardia (vt). The patient is deceased.